Event description:
Customer reported that he has been receiving low glucose alerts. Customer stated the sensor was reading low but his blood glucose was in the 200 range. Customer stated that during the night, the sensor was reading 51 mg/dl and the device turned off but his blood glucose was 209 mg/dl. Customer received lost sensor, calibration errors and bad sensor alerts. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.